Event description:
It was reported the pt presented at the hospital with chest pains, and the pains persisted if the scs system was on or off. The sjm rep spoke with the attending physician. It was reported the physician determined the issue was unrelated to the scs system. No further complications were reported.

Manufacturer narrative:
(B)(4) has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.